Event description:
A malfunction was reported with the code malf 9, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact support again if the issue reoccurs.